Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: a review of the black box showed evidence of a short battery life with multiple call service 128 alarms occurring due drastic voltage drops. No evidence of call service 128 motor post-delivery alarms wes observed during investigation. Unrelated to the original complaint, the battery compartment was cracked from the threads down to the case seal on the side and separately below the grip pad. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed on the display screen inside the pump. The leak test failed due a battery compartment leak. The ez-prime steps were performed correctly, all current readings were above specifications. The alleged short battery life issue was duplicated. The call service 128 complaint was unable to be duplicated. The pump cover was removed to find moisture corrosion to the power printed circuit board and to the continuous glucose monitoring module.